Manufacturer narrative:
Device analysis report is attached. This report is submitted on september 25, 2021.

Manufacturer narrative:
This report is submitted on august 17, 2021.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery (specific date not reported) to resolve magnet retention issues. However, the patient experienced impaired wound healing, which resulted in drainage from a hole near the implant site. The patient had developed an mrsa infection, and was treated with antibiotics for 4 weeks. The device was explanted on (B)(6) 2021. The plan for reimplantation will be evaluated at a later date.